Manufacturer narrative:
(B)(4). Dexcom reviewed receiver data on (B)(4) 2014. The complaint of inaccurate readings could not be confirmed.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose meter on (B)(6) 2014. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.